Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the patient developed an infection near the device implant area. The patient presented for device check, and it was observed that the device had eroded through the skin. The system was explanted on (B)(6) 2020 without complications. The device was retained by hospital staff and will not be returned. It was indicated that the device function was appropriate and is not requiring analysis.

Manufacturer narrative:
The baseline testing was completed on the device, and found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the patient developed an infection near the device implant area. The patient presented for device check, and it was observed that the device had eroded through the skin. The system was explanted without complications. No additional adverse patient effects were reported. This device was received by boston scientific.